Manufacturer narrative:
Citation: michail m et al. Angiographic functional scoring of coronary artery disease predicts mortality in patients with severe aortic stenosis undergoing tavr. Cardiovasc revasc med. 2020 nov;21(11):1336-1342. Doi: 10.1016/j.carrev.2020.04.024. Epub 2020 apr 24. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prognostic impact of coronary artery disease on outcomes in patients who underwent transcatheter aortic valve replacement. All data was retrospectively collected from a single center between november 2008 and october 2016. The study population included 229 patients and was predominantly female with a mean age of 84 years. An undisclosed number of patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, the one-year all-cause mortality rate was 11.8%. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: new permanent pacemaker implantation, spontaneous myocardial infarction, stroke, transient ischemic attack, mild to severe aortic regurgitation, bleeding, vascular complication, and heart failure-related hospital admission. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.